Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported drain bag break during cataract surgery. There was a pressure decrease in the system and in the eye chamber. Another cassette was used and procedure was competed with no patient harm and no delay. The affected eye was the right eye.

Manufacturer narrative:
Evaluation summary: there have been no additional complaints reported against the finish goods lot and the device history records shows the product was released per specifications. The sample was visually inspected and it was found that there was a cut/tear in the drain bag. The sample was then functionally tested and met specifications. The manufacturing procedure requires the machine operator to inspect bags for issues with the seal, tape or punch holes, irregularities, etc. Every ten minutes or 36 drain bags/hour. The root cause of the customer¿s complaint for the tear in the drain bag could not be established as we are unable to confirm when or how the tear occurred. The root cause of the decrease in eye pressure could also not be established as the drain bag would not have caused the decrease of pressure in the eye. The sample was tested also tested and met specifications.